Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es offline & hardware failure. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was offline, and the hardware had failed. A field service engineer (fse) found the network cable was unplugged from the dedicated wall outlet. The fse reconnected the network cable to the correct outlet, tested the connection, and logged into the application successfully to resolve the issue. The system functioned as intended after the field service engineer repaired the device.